Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 382 mg/dl at the time of the incident and current blood glucose level was 195 mg/dl. The drive support cap was normal. The customer reported last night blood glucose level was over 350 mg/dl and today blood glucose level was 150 mg/dl and it was rising. The customer reported that the insulin pump was under delivering as the customer¿s blood glucose level was rising. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus and motor noise anomaly noted during testing. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump passed the dat test at 0.08790 inches. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.